Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that when the start button on the previously working remote monitor was pressed, it failed to power up. The power cord was replaced. No patient complications have been reported as a result of this event.

Event description:
The patient reported that when the start button on the previously working remote monitor was pressed, it failed to power up. The power cord was replaced. The patient's spouse further reported that the monitor was unable to complete the send phase of the manual remote transmission. Set up was verified and troubleshooting steps were taken, to no avail. Replacement of the monitor is pending. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.